Event description:
It was reported that the epidural catheter was in place for 7 hours when it was noticed that the patient was not receiving pain relief. It was decided to remove the catheter. The patient was placed in a right lateral fetal position and when the catheter was withdrawn, it separated with 8cm in the epidural space. An attempt will be made to remove the indwelling piece of catheter at a later date. There were no patient complications.